Event description:
Reportedly, it was noted that the catheter was leaking and the catheter was broken at the hub. The catheter was removed and not replaced. No additional procedures were performed and the hosp has reported no pt injury occurred.